Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received critical pump error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that he received an open book image on the insulin pump screen. The customer was assisted in troubleshooting. It was also reported that the customer's blood glucose level was low, but she declined troubleshooting for it. She was treated with glucose tablets. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.